Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution set would not prime "when connected to normal saline". It was further reported that the ¿IV fluid stays in the chamber only; does not go into the tubing as it should¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 13, 2018 - november 14, 2018. Manufacturing address (clarification): lot r18k12078 was manufactured at (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.